Manufacturer narrative:
(B)(4). Eval result code is in reference to the catheter. Analysis of the pump (model: 863740, sn#: (B)(4)) revealed high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1245 ohms. The pump ran for a full 2 mins at 24,000 ul/day; and logs showed a voltage drop of 0.70. In regards to the s2 battery voltage, a and b waveform test, the following was noted: va equaled 3.00v, and vb equaled 2.12v. Battery voltage was 2.99, which was determined to be in specification for s2 pumps. The battery was sent to (B)(4) for further testing. Low battery resets and safe states were noted during analysis. As indicated per event logs, both a "pump in safe state" and low battery reset occurred on (B)(6) 2011. M1 and m2 motor resistance to case was indicated as being greater than 10 meg. Motor resistance was 497 ohms. The pump passed patency testing. No motor stalls were seen during analysis; however, a motor stall recovery was seen in the event status of the ir logs (not in the ip logs). Under a microscope, no anomalies were seen in regards to the circuit board, battery, posts, or motor/battery wires. Analysis of the catheter (model: 8596, lot/sn#: (B)(4)) revealed no significant anomalies. In regards to the catheter, only the damaged partial pump connector was received by the MFR. The returned device passed patency testing. A pressure test could not be performed, as there was no catheter to clamp off for testing purposes.

Event description:
A pt's pump and catheter were initially returned to the MFR with no info. Per pump logs with last change noted as having occurred on (B)(6) 2011, the pump administered the following medications: hydromorphone (20,000.0 mcg/ml), marcaine (22.5 mg/ml), clonidine (750.0 mcg/ml), baclofen (500.0 mcg/ml), and fentanyl (825.0 mcg/ml). Additional info will be provided in a f/u report, as it becomes available.